Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that bilateral breast resection and sentinel lymphostasis tests were planned for both sides of breast cancer. The distance between the pacemaker and the detention in the left chest portion is close and it was considered possible electromagnetic interference by the electric scalpel. Therefore, it was discussed before surgery with a surgeon, to change it to other devices such as dg type electric scalpel and ultrasonic scalpel when electromagnetic interference occurred. The left mastectomy was completed, and when the electric scalpel was used around a large pectoralis for hemostasis purposes, the use of the electric scalpel was discontinued because it showed a remarkable bradycardia. After discontinuation, when the ECG waveform was confirmed, it exhibited a bradycardia of 35beats/min. After discontinuation of use of the electric scalpel, the bradycardia continued, and it returned to pacemaker tuning after about 60 seconds. The operation was discontinued, and the pacemaker was confirmed, but no problem was observed in the pacing function. Abnormality in the operation of the pacemaker was observed in the electric scalpel use because the distance between the generator is away during the right mastectomy. The patient condition after the procedure was good.